Manufacturer narrative:
Ees# 974980-a. D5,6; h3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, j43603; cartridge position, loaded; casing position, back; hook shroud condition, good; instrument serial number, 62; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, back; safety position, unlocked; trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; lockout slide tip condition, good; staple heights conforming, yes; staples fire properly, yes; staples form properly, yes. Analysis conclusion: based on the info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was fired with a reload cartridge. It fired and formed all staples as designed. Staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of reported incident.

Event description:
The device were used during a lobectomy procedure. It was reported by the affiliate that when the surgeon cut between the staple lines of the tlv30's, there was some bleeding from the vessels. The surgeon placed stitches to stop the bleeding. There was no pt consequence.